Manufacturer narrative:
Patient weight is unavailable from the facility. The device was discarded. There is no allegation of a malfunction. Therefore, no device evaluation will be performed.

Event description:
A philips representative reported that a cardiac lead management procedure commenced to extract two non-functional pacing leads, one from the right ventricle (rv) and one from the cardiac sinus (cs). A spectranetics lead locking device (lld) was utilized for lead extraction. The physician extracted the rv lead, then started on the cs lead. The lead would not release, the physician continued to pull traction for about 10 minutes. The lead came out, but a tear occurred in the cs. The cardiothoracic surgeon had to open the patient to repair the tear. Patient survived procedure, was discharged from the hospital, and recovered well.